Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that new battery fails in the charger and cannot pass conditioning test.